Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial component. The patient's entire scorpio construct was revised to a triathlon ts construct. Rep provided x-rays, pictures of the explants, and the revision implant sheet and reported that no further information will be available.

Event description:
It was reported that the patient's left knee was revised due to loosening of the tibial component. The patient's entire scorpio construct was revised to a triathlon ts construct. Rep provided x-rays, pictures of the explants, and the revision implant sheet and reported that no further information will be available.

Manufacturer narrative:
An event regarding loosening involving a scorpio baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: the device was not returned. Visual inspection of the received image of the explanted devices showed nothing noteworthy. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, "x-ray provided confirms loosening of the tibial component of the left knee, can not confirm revision of right knee, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. " device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left knee was revised due to loosening of the tibial component. Visual inspection of the received image of the explanted devices showed nothing noteworthy. The available medical records were provided to the consulting clinician who confirmed the event of loosening of the tibial component. Th root cause could not be determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.